Event description:
Caller states the patient tested 1.6 inr on the coaguchek xs system and 2.4 inr on a comparison lab. Caller states the patient's coumadin dose was held until they got the lab result back. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.